Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 29-year-old female patient presenting for cardiomyopathy. During impella support, it was documented that the patient developed. The hemolysis was verified via hematuria. The patient was provided four units of packed red blood cells as a result of the hemolysis and impella support continued.